Event description:
During a lavh procedure in (B)(4), the surgeon noticed the silicone portion on the tip of the device had separated with a piece in the patient, however, this portion of the jaws was retrieved and taken out.

Manufacturer narrative:
Cannot confirm if submitted earlier under MDR 2954339-2010-00002 so is being submitted as initial based on FDA communications that it should have been submitted earlier. (B)(4).